Event description:
Suture needle broke while closing. Pieces were found and approximated. X-ray ordered and confirmed no broken pieces in the surgical site.device #1is this a laboratory device or laboratory test?no.